Event description:
Additional information received reported that the cause of the event was unknown and there was natural implantable neurostimulator (ins) depletion. It was noted that explant was discussed in december but had not taken place; a date of 2013-(B)(6) was provided. It was noted that the health care professional (hcp) wanted an MRI, ¿possibly.¿ it was noted that the patient had no injury as an outcome.

Event description:
It was reported the patient experienced a loss of stimulation/therapeutic effect and less than 50% therapy relief in her back. The patient wanted the battery explanted because she needs a shoulder MRI and she had reported it had not worked since 2009. Additional information received about a week later reported the patient¿s device system was explanted. It was clarified that the patient had not used her device since 2009 because it did not provide relief anymore.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3487a, lot# j0110750v, implanted: (B)(6) 2001, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7435, serial# (B)(4), product type: programmer, patient; product ID 3487a, lot# j0110750v, implanted: (B)(6) 2001, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the ins was functionally okay with insignificant anomalies. Analysis of the both leads found no significant anomaly. It was noted that the lead bodies were cut through and the products were segmented. Analysis of the both extensions found no significant anomaly. It was noted that the extension bodies were cut through and the products were segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.